Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarm during chemotherapy (dose, programmed amount and delivery rate unknown). The event occurred at the patient care area. Infusion. The lines were primed in the pharmacy and after the infusion begins approximately two minutes later the pump will alarm air in line. Upon return, the user will back prime the line to clear the alarm and resume the infusion. The user reported this occurs 8 times out of 10 secondary infusions of the drug being infused irrespective of the drug being infused, bag size, or rate. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.